Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the 0.014" guidewire, however no additional intervention was performed. There were no health consequences or impact to the patient.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the 0.014" guidewire, however no additional intervention was performed. There were no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the 0.014" guidewire, however no additional intervention was performed. There were no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the 0.014" guidewire, however no additional intervention was performed. There were no health consequences or impact to the patient.